Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that, after the implant procedure of this artificial urinary sphincter (aus), the patient developed hematuria with clots. A computed tomography scan was performed, and it showed no damage to the urethra. The sphincter was activated and, three months later, the device stopped working resulting in recurring incontinence for the patient. Imaging tests were performed, and it was noted that the balloon had no fluid; therefore, a surgical procedure was performed, during which it was noted that, besides the fluid loss, the balloon was not working properly. All components were removed and replaced. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device stopped working. Imaging tests were performed and a total loss of fluid from the balloon was noted; therefore, a revision surgery will be planned. There were no patient complications reported.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2024 was used as estimate.

Event description:
It was reported that, after the implant procedure of this artificial urinary sphincter (aus), the patient developed hematuria with clots. A computed tomography scan was performed, and it showed no damage to the urethra. The sphincter was activated and, three months later, the device stopped working resulting in recurring incontinence for the patient. Imaging tests were performed, and it was noted that the balloon had no fluid; therefore, a surgical procedure was performed, during which it was noted that, besides the fluid loss, the balloon was not working properly. All components were removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was microscopically inspected and tested for leaks. A tear and a leak from fatigue were noted at the balloon adapter junction; therefore, the component could not be functionally evaluated. The cuff was microscopically inspected, and leak tested. Fluid loss from a hole consistent with sharp instrument damage was identified at the edge of the cuff shell. The pump was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within the component. No leaks were identified in the pump. Based on the information available and analysis results, the hole identified in the balloon could have caused or contributed to the reported clinical observations.

Event description:
It was reported that, after the implant procedure of this artificial urinary sphincter (aus), the patient developed hematuria with clots. A computed tomography scan was performed, and it showed no damage to the urethra. The sphincter was activated and, three months later, the device stopped working resulting in recurring incontinence for the patient. Imaging tests were performed, and it was noted that the balloon had no fluid; therefore, a surgical procedure was performed, during which it was noted that, besides the fluid loss, the balloon was not working properly. All components were removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. B2: outcomes attrib to adv event. B3: date of event. D4: explant date. G2: report source. H6: patient codes, impact codes, device codes.